Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
If explanted, give date: not applicable as lens remains implanted. Device evaluation: no product evaluation was conducted as suspect product remains implanted and was not returned. Therefore, the product testing could not be performed. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received that a patient, who was implanted with a model zcb00 intraocular lens (iol) in the left eye complains that she has been dizzy for one year and cannot focus. The lens is dislocated 1mm inferiorly. The patient is upset, she cannot see near or distance, but her visual acuity is 20/20. No other information was provided.